Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was going through the load process and could not fill a cartridge with insulin. The customers blood glucose (bg) level was impacted 291 mg/dl. The customer took a insulin pen to stabilize bg level. The customer denied experiencing resistance. However, the customer stated to "not getting a good connection" and noted insulin leaking from the syringe. Troubleshooting with tandem technical support was performed. The customer would reach out to the clinical diabetes specialist for additional troubleshooting. It was indicated that the customer would use insulin pens as alternate insulin therapy.